Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the tip came off the catheter. Outside of the patient, the tip came off the catheter of a 2.5x16mm taxus express2 drug eluting stent. There were no patient complications reported and the patient condition was reported as ok. Additional information was requested from the facility; however, they were not able to provide any further details.

Manufacturer narrative:
The device has not been received at the analyis site as of the date of this report.